Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedances greater than 2000 ohms. The patient was lost to follow-up, however the device daily measurements were showing intermittent out of range impedances. The pocket was reoepned and after tightening the setscrew, impedances were within normal range. The caller noted that mineral oil had to be used to push the lead the entire way into the header. No additional adverse patient effects were reported.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.